Manufacturer narrative:
Sc-1110-02, sn: (B)(6). The returned ipg was analyzed and was fully charged from hibernation and regained functionality after charging. Review of the device battery and charge profile revealed that the patient was able to fully charge the ipg battery without any difficulty. Additionally, it was discovered that the voltage high (vh) node exhibited lower than normal impedance that indicates a short circuit. This short circuit and test failure is indicative of a high wattage procedure occurring around the time of explant. This procedure is likely the root cause of the damaged device. With all the available information, boston scientific concludes that the reported event was not confirmed. The ipg did not exhibit premature battery depletion prior the explant procedure. Damage to the device is a result of a typical explant procedure and it is not considered a failure.

Event description:
It was reported that the patient was experiencing inadequate pain relief and had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device.

Event description:
It was reported that the patient was experiencing inadequate pain relief and had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.